Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "water was coming back up in the tubes and not utilizing any water in the chamber at all and resulted in hospitalization". During a gfe attempt, "(B)(6) a therapist with the patient's dme stated that they have notes from the pulmonologist that the patient had viral pneumonia not aspiration pneumonia", which would be more relevant based on complaint details of water in tubing. " there was nothing in the md notes that stated anything to do with the CPAP". The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.